Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump squirts insulin when priming and priming by its self without pressing button. Customer also reported that customer has to press buttons harder or a couple of times. Customer¿s blood glucose was unknown. Customer stated battery was going quicker. Insulin pump will not be returned for analysis.